Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. A photo was received. The photo confirmed the reported fault. According to the investigation, the vial was likely broken during transport. It is not likely that a broken vial will be packed by the production team due to a visual check that is carried out on all units of the product to verify the integrity of each unit before packaging in box.

Event description:
The customer reports that the bottle was broken. No additional details were provided.